Event description:
It was reported that during the procedure, it was observed that the red laser beam was not visible. A sound was heard, but the laser energy was not emitted. The system was rebooted but the issue was not resolved. The procedure was then postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During inspection, the laser power was checked and the laser optical axis was inspected. A replacement was installed for the surge touch. It is likely that the surge touch was damaged which could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that during the procedure, it was observed that the red laser beam was not visible. A sound was heard, but the laser energy was not emitted. The system was rebooted but the issue was not resolved. The procedure was then postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.